Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported, the customer was hospitalized with hyperglycemia and diabetic ketoacidosis. The customer's blood glucose was unknown. No further information was provided about the hospitalization. The insulin pump will be returned for analysis.